Manufacturer narrative:
Device received with a critical pump error (open book error) due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working, the screen of insulin pump was blank and it has a picture of book. The customer¿s blood glucose level was 250 mg/dl and 200 mg/dl. The customer treated high blood glucose by taking bolus or shot. The customer also reported that insulin pump had critical pump error image on the screen. The customer declined troubleshooting for high blood glucose due to pump error. Customer reported that they received change sensor alert and calibration not accepted alert. The insulin pump will be returned for analysis and sensor will not be return for analysis.